Event description:
The complaint was reported as: the customer alleges that the circuit was being tested on a vent when the clinicians realized that the tethered cap/plug for the temperature port on the vent side would not stay in place; the cap would dislodge with vent pressure to the circuit. No report of a patient injury.

Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report. The assembly process and mfg procedure for catalog #1613 were reviewed and no findings that can potentially relate to the reported issue were found.